Manufacturer narrative:
Customer's complaint confirmed. The returned segura hemi stone retrieval basket showed no residue observed on device. The end of the sheath was torn and the basket does not close when the handle is attempted to be used. The distal 13 mm of the sheath is torn. The basket wires are bent and deformed. No basket wires are broken. No other abnormalities observed. A lot history search was performed and found no other complaints have been reported from this lot. A review of the device history record revealed no anomalies that could be associated with this incident. The sheath of the device was torn/split for an unk reason. A fifteen (15) mo complaint history review was performed for this prod. No adverse trend has been identified for this prod/device family with regard to the reported failure mode.

Event description:
It was reported to boston scientific corp that during a therapeutic stone retrieval procedure, which occurred in 2007, the tip of the sheath on the four wire basket broke while inside the pt. This made it difficult to open and close the basket during the procedure. The device was removed and the procedure was completed successfully with another boston scientific device. No pt complications occurred due to this event.